Event description:
During an in-clinic follow-up, decreased pacing impedance was observed on the right ventricular (rv) lead. A revision procedure was performed. Diagnostic imaging was performed but no anomalies were observed. Insulation damage was observed and confirmed visually during the revision. The rv lead was capped and replaced to resolve the event. The patient is stable.